Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was unplugged and to press the button using the fingertip while providing support. After removing the pump from its case and following these instructions, the button functioned as intended, and the issue was resolved.